Event description:
Reporter alleged discrepant patient blood glucose result on the accudata gts plus system of 236 mg/dl; however, when comparing it to the memory, the result was recorded as 119mg/dl. The testing was reportedly performed in the hosp. No actions were taken or treatment received reportedly. A request was made for the return of the suspect device.